Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 28 of 29 devices were returned for evaluation. 1 device will not be returned for evaluation. Evaluation of one device found it to be within specification. Evaluation of one device found excessive wear due to a lack of proper maintenance and lubrication. The device did not heat up during evaluation. The device had debris build-up. The device was repaired and returned to the customer. Evaluation of 24 devices found excessive wear due to a lack of proper maintenance. The devices did not heat up during evaluation. The devices had debris build-up. The devices were repaired and returned to the customers. Evaluation of 2 devices found excessive wear due to a lack of proper maintenance. The devices did heat up during evaluation. The devices had debris build-up. The devices were repaired and returned to the customers.

Event description:
This report summarizes 29 malfunction events where a midwest e plus handpiece overheated. In 4 events, the event outcome is unknown despite reasonable follow-up. In 3 events, patients experienced minor burns that did not require intervention. No injury resulted in 22 of the events.